Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during setup while the patient was not connected. The patient additionally reported the device was beeping constantly. The renal therapy service agent (rtsa) had the patient unplug device, remove battery, reinsert the battery, and then turn on the device. Rtsa had the patient connect and resume therapy. The alarm did not repeat and the patient began therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.